Event description:
This is 1 of 2 reports linked to mfg report numbers: 3006697299-2024-00153. A facility reported a cerelink sensor (unknown ID) and cerelink cable (unknown ID) were implanted for days and abruptly stopped working when the monitor started alarming "sensor/cable failure". The patient was in the intensive care unit (ICU) and had not been recently transferred. The lead was always connected to the patient. The cords had been switched out, but not the monitor. The nurse disconnected the monitor. The patient had been monitored for several days prior to the failure. When the failure occurred, they were instructed to unplug for 30 minutes and reattach. Monitoring was discontinued the next morning due to failure but not clear if the patient condition improved. Additional information: - monitor used and serial number: unknown. - sensor information: - kit used: unknown. - serial number: unknown. - lot number: unknown. - implant location: parenchyma. - was the integra/codman icp monitor connected to a patient monitor: yes. - if yes, provide patient monitor make & model: ge. - was the patient lead always connected (yes/no): yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: a3a, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.